Manufacturer narrative:
One device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Further device investigation found a delaminated upstream occlusion (uso) seal due to buckling. The uso seal was replaced. The downstream occlusion (dso) /uso sensors were also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for battery compartment damaged, during device evaluation, a delaminated upstream occlusion (uso) seal was identified. There was no patient involvement.